Event description:
Therapists noted that rate, pip, and I time settings would drift up or down 1 to 2 over the course of several hrs of use. Device given to hosp biomed who found that other settings would also drift 1 after several hours of use. Biomed troubleshot ventilator and found the analog pca within the device was the cause. There was no injury or incident resulting from this observation.